Manufacturer narrative:
(B)(4). The incident unit was received by covidien for evaluation. The returned sample met specification as received. The investigation of the returned unit did not identify anything that would have caused or contributed to the reported event. The investigation found the device to function normally and within specifications. A review of the appropriate device history records indicates rework performed on this serial number is not related to this evaluation.

Event description:
The customer reported that a raytec radiopaque lap sponge caught on fire while using a force fx-c electrosurgical unit and a non-covidien pencil during a procedure. The sponge was thrown off of the table onto the floor and the fire was immediately put out. There was no injury to the patient. The biomedical technician tested the incident unit and it tested satisfactorily.